Event description:
Employee reports dr was using the turp resectoscope and during the case, the scope started arcing and shooting sparks. The physician handed the instrument off the field and a new scope was opened.